Event description:
On (B)(6) 2026 my husband was called by the cardiologist group at his hospital to tell him his medtronic's device referenced in this recall: recalled product names: cobalt xt, cobalt, distribution dates: october 13, 2017 to june 9, 2023 devices recalled in the u.s.: 348,616 date initiated by firm: (B)(6) 2023 reported shocking him 6 times at approximately 5-5:10 p.m. And he needed to come to the hospital. He was conscious and ambulatory at the time of the shocks, but had absolutely no feeling of these shocks. After speaking with the doctor who assured us the device was working, we went home and because we still had questions, did some research and found out about this recall. After informing the cardiologist office of the recall information, and inquiring of the hospital, we were told the software fix had been done and he could come back to be seen in 6 months. The literature surrounding the recall indicates that even after the software update he may not have actually received the needed joules of the shock as a possible explanation for not feeling them. It also indicates the recalled device can misreport and that after this event happens there is an 80% chance it will not shock him correctly if needed in the future. And that the device may misreport that it did. This was implanted (B)(6) 2013, 35 days after the recall. Although the hospital was not told by us that we know it was implanted after the recall, they contacted us today to set up an appointment to interrogate the recalled device and prove it is working correctly. We are unsure it is possible to accurately do this since the data in the recall indicates it misreports. What can we do? We are very concerned that a needed shock may not be given appropriately in the future and that it will report that it did, causing injury or possible death. What happened is exactly what the recall documents as far as we can determine.